Event description:
Pt was undergoing an amplatz occluder device closure of an antral septal defect in the cath lab and when removing the occluder the disc portions of the device became unscrewed from the catheter and was free within the heart. Pt was sent to surgery for retrieval of the device and closuer of the asd. Pt suffered no ill effects from the loss or retrieval of the disc.